Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2023, abbott point of care was contacted by a customer regarding I-stat cg8+ cartridges that yielded a suspected discrepant pco2 result on a less than 2 hour old, male patient . There was no additional patient information at the time of this report. Method date collected tested po2 pco2 hco3 so2 sample I-stat (B)(6) 2023 09:49 9:56 39.0 71.5 27.5 60.0 venous #1 ; ni (B)(6) 2023 09:49 9:49 47.8 49.5 21.3 87.0 venous #1. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 06-mar-2023. A review of the device history record (DHR) confirmed the cartridge lot met finished goods release criteria. Retained cartridge testing met the acceptance criteria found in q04.01.003 rev. Ak, appendix 1 - product complaint level 2 and level 3 investigation procedure. A minimum sample size of 17 is required to determine whether the acceptance criterion has been met for rate of results outside of the total allowable error (ea). If a complaint is related to discrepant results and the sample size is below 17, testing is performed in attempt to reproduce the customer complaint. There are no minimum sample size requirements for assessing the acceptance criterion for rate of suppressed results. Returned cartridge testing did not reproduced the customer's observations and the suppressed results criterion was met. No deficiency has been determined for cg8+ cartridge lot w22282.

Event description:
Na.